Manufacturer narrative:
(B)(4).

Event description:
It was reported that during am implant procedure, the physician had difficult advancing the lead into the neurostimulator header block as it would not go past the set screw. A new neurostimulator was then placed at which time the lead was able to be advanced. Add'l info was requested.